Event description:
It was reported that the unit had a problem with the battery. The monitor indicated to reload. It was reported that there was no more information to provided.

Manufacturer narrative:
Investigation was reopened to complete failure analysis: the cam02 monitor serial number (B)(4) was received on the 30-jun-2016 and investigation completed on the 14-jul-2016. The failure evaluation verified the complaint as valid. The service centre identified the battery connector cable was defective and required to be replaced. The battery cable connects the power board to the battery assembly which caused the reported complaint incident. The cam02 monitor received a replacement battery cable, was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. The evaluation verified the complaint as valid; the cause was identified as the battery connector cable was defective. Root cause: the evaluation verified the complaint as valid; the cause was identified as the battery connector cable was defective. The incident is a single occurrence. Future incidents of this nature will be monitored and documented for recurrence and trending purposes.

Manufacturer narrative:
Integra has completed their internal investigation on 08/15/2016. The incorrect cam02 monitor was returned to integra for failure analysis investigation. Cam02 serial number (B)(4) was returned instead of (B)(4) by the customer. The DHR pack was reviewed for cam02 monitor serial number (B)(4); date of manufacture: 2013 ¿ jan. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for cam02 monitor serial number (B)(4). A review of cam02 complaints was completed in complaint system using the key words ¿battery¿ and a ¿reload¿ in the search criteria. The review encompassed from dates 01-jul-15 to 11-aug-16. A total of 119 complaints were reviewed of which (B)(4) is the single complaint occurrence which contained the search criteria. Additionally the review verified this complaint is the single complaint occurrence for serial number (B)(4). Rate of occurrence: during the time period ¿jul 15 to aug 16¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints over the review period with the key word identified in the complaint review (1) can therefore be calculated as (B)(4) of procedures. Conclusion: since the incorrect product was returned for evaluation and due to lack of additional information available to conduct an adequate failure investigation and root cause analysis no further investigation can be completed to verify the complaint incident. Future incidents of this nature will be documented for recurrence and trending purposes.